Event description:
Report received from the USA stating that the surgeon commented on low humming noise during use. The event occurred during lumbar laminectomy. There was no report of injury or death. There is no add'l info available.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and complaint of "noise" was not confirmed. The device met mfg specs. No problem found. If add'l info is received, a supplemental report will be sent. (B)(4).